Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the harmonic ace instrument teflon pad was damaged and a piece fell into the patient. The entire fallen piece was retrieved. The user completed the procedure using the backup instrument with no further issue reported. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing out of the ordinary found . The issue occurred when the instrument was grasping. The instrument was used for 15 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. There was no instrument or accessory collision. The instrument was not removed during the procedure. The instrument wrist was straightened when it was removed. No resistance was felt upon the removal of the instrument through the cannula. The cannula didn't have any damage after the event occurred. No other damage confirmed. The fragments were removed using another instrument. The patient received an ultrasonic examination, to determine if there were fragments left inside and results were negative. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragments have been disposed of as medical waste.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage on the clamp arm with a missing piece, measuring approximately 0.050" x 0.360" in size, not returned with the instrument. The complaint was confirmed by failure analysis.